Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that she was trying to program a temporary basal, but the insulin pump froze up, and she was unable to choose any option. She stated that when she tried to enter the carbohydrates value, the insulin pump scrolled up, then down, without any input. The customer's blood glucose was 223 mg/dl. She stated that the carbohydrates went up and would not stopped, and when she pressed the down arrow button, the number went down. She stated that the numbers continued to go down after she released the button. The customer did not observe any significant events leading to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window.